Event description:
Edwards received information that during the placement of a ev and a pr9 introducers in the right internal jugular vein (ij), using standard seldinger technique, the ev introducer was successfully placed in right ij. Upon attempting to place pr9 introducer in over the wire, the introducer would not advance. The anesthesiologist felt resistance, pulled back and attempted to reinsert a few times, however, this was unsuccessful. Upon removing the pr9 wire, it was noted that the wire was kinked. The plan was changed to not use an ev for the case and to place the pr9 over the existing ev wire. The ev introducer was removed. The anesthesiologist attempted to place pr9 introducer in over that wire. The pr9 introducer insertion was unsuccessful. Blood could not be withdrawn from the pr9 introducer once it was inserted. This was also unsuccessful since we could not draw back from the pr9 introducer once it was inserted. The anesthesiologist noticed a large hematoma developing in the neck of the patient, line placement was halted. At no point was arterial blood noted. Due to hematoma, the case was not completed and rescheduled to prevent complication with anticoagulation for bypass. The patient was extubated and transferred for recovery.

Manufacturer narrative:
Method: a lab device was used to reproduce the reported event. Results: the tip of the introducer and the tip of the dilator appeared damaged. Additional manufacturer narrative: the pr9 introducer and the dilator were returned without the pr9 catheter or guidewire to edwards for evaluation and the complaint observation was confirmed. During visual inspection, the introducer tip appeared damaged. The damage was indicative of the introducer having been pushed against something. The returned dilator, which exhibited a damaged tip, was able to be inserted through the introducer with no binding in the damaged area. A lab sample pr9 catheter was prepped per IFU instruction and was able to be inserted through the introducer with no binding or unexpected resistance. The complaint condition could not be reproduced. The guidewire was not returned for evaluation; therefore, the complaint condition that the guidewire had a kink could not be confirmed. A review of the device history records (DHR) revealed no non-conformities related to the device. The device met manufacturing specifications prior to release. A manufacturing defect was not confirmed. Based on the information received, edwards could not definitely determine the root cause for the reported event. The dilator and introducer exhibited no abnormalities during product evaluation with the exception of the damage that may have occurred during use. If the damage were caused due to a kinked guidewire it is highly unlikely that the guidewire or introducer exhibited a condition which could contribute to the kinking. A review of the IFU was conducted and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following instructions: ¿do not use if device shows signs of damage (i.e., cuts, kinks, crushed areas) or if package is damaged or open. Maintaining guidewire position, advance introducer sheath assembly into the vein using a slight twisting motion until it reaches the desired location.¿ a product deficiency was not identified. Trending is in control and no further action will be taken at this time. Trends will continue to be monitored through the use of edwards quality systems.

Manufacturer narrative:
Device evaluation is anticipated. A supplemental MDR will be submitted when evaluation is complete.